Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported taht the device will intermittently not turn off. No pt involvement.